Manufacturer narrative:
The device was received for investigation.

Manufacturer narrative:
The complaint of the is-4 screw preventing insertion of the lead was not confirmed. When the device was received, a visual inspection was performed and no anomalies were found. Clinical leads were successfully inserted and retained by the set screws and the lead bore dimensions met specification.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a device replacement procedure, the lead was unable to be connected to the header of the device and tightened. A different device was used to complete the procedure with no consequences for the patient.